Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported she has experienced elevated blood glucose since (B)(6) 2013 when she had 2 MRI scans and did not disconnect the infusion device. She reported the infusion device did not display an alert/error message, and she believes the insulin delivery is inaccurate. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified, and the product meets the specifications regarding the patient's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.